Manufacturer narrative:
Due to the customer's concern regarding the mts gel cards lot being used, a complaint review was performed for all complaints against mts abd and reverse lot# 060717037-01 through 10sep2017. No complaints were reported for this lot. No trend by lot was identified. Also, the batch record was reviewed by qa and this lot met all specifications, all in-process and product release criteria for release to distribution. The investigation determined that the most likely root cause of this event was sample related due to transfusion. Refer to cl2015-187 explaining "unexpected results due to aspiration of transfused donor cells in a recently transfused patient sample may lead to the need for additional troubleshooting and testing. Evaluation of patient clinical history and transfusion status is critical to interpretation of all immunohematology tests before making final interpretation of test results."

Event description:
Two (2) of 2. Account reports that they received anti-b negative results for the forward portion of the abd typing for two patients known to be ab positive on the provue. Card visually looked negative for the anti-b well. Patients in question were recently transfused with 1 unit of a positive blood. Card lot number 060717037-01 exp 03.08.18. Account then performed testing in manual gel using the same lot of cards and received 3+ results in the anti-b well. (B)(6).